Manufacturer narrative:
Initial.

Event description:
It was reported that during a rewind/fill process the ilet displayed repeated ¿unable to proceed¿ errors, prompted restarts, and subsequently restarted on its own, after which the error recurred. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem was identified, consistent with a device mechanical issue. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.